Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6), stating that the device had wires exposed. It is known that the device was not used in surgery. There was no injury or medical intervention. There was no add'l info provided.